Manufacturer narrative:
(B)(4). Date sent: 6/18/2026 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. Did the damage occur right out of the packaging or in the operative field? -right out of the packaging 2. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? -packaging seal 4. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? -pouch seal 5. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? -packaging unsealed 6. Was sterility compromised as a result of the packaging damage? -yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.